Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing sleeve with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the rubber sleeve on the non-patient end needle of a bd vacutainer® eclipse¿ blood collection needle, was missing. There was no report of exposure, injury or medical intervention.